Event description:
It was reported that following system implant and before this patient was discharged, an echocardiogram identified a potential pericardial effusion suspected to have occurred during placement of the atrial lead. The effusion was drained and this atrial lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.